Event description:
It was reported that when using the bd pyxis¿ es server, all orders not crossing to pyxis inc027269280 put in by user to hit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that no stations were under critical override. A technical support specialist dialed into the server and opened sql server management studio (ssms). A downtime query was run, with no delays, disconnected flags, or stuck messages found. Pes and healthsight viewer (hsv) logins were checked, and no stations were under critical override. The issue was resolved, and closure was confirmed. The system functioned as intended after the technical support specialist investigated the device.